Manufacturer narrative:
On 2/6/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient also experienced device migration and cutaneous contour deformity on their right breast, post-operatively. The right side complication will be reported under mrn: 1645337-2020-02689. On (B)(6)2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation it was observed a crease in posterior view, additionally an area of missing material within the crease was noted, measuring approximately 5.5 cm x 6.0 cm. No other anomalies were observed. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: (right) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 6749241 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with two 800cc mentor memorygel breast implants, suffered left breast implant rupture post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 700cc mentor memorygel breast implant catalog: 3507001bc lot: 7719938 sn: (B)(4) and (right) 700cc mentor memorygel breast implant catalog: 3507001bc lot: 7727818 sn: (B)(4).